Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the leads had dislodged. An attempt to reposition them were unsuccessful. The leads were explanted and replaced. The patient had no symptoms during the event. The patient's condition post procedure was good.